Event description:
It was reported that he patient had become ill and her device was not working right. The patient was asked for clarification regarding her becoming ill and she stated her back had gotten worse and she couldn¿t get her device to work quite right. She constantly had to ¿fix it.¿ the device still worked but it had not been working like it should. This had been going on for the last two to three weeks prior to the report and had been gradually slowing down. A request was made to speak with the manufacturer¿s representative (rep). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708120, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3550-29, lot # n174371, implanted: (B)(6) 2009, product type accessory; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).